Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) reported that the customer look at the iabp unit, and tested it with a set up that they had in the cath lab for testing their pumps and they were not able to duplicate any problems. The iabp unit was placed back in to clinical service and they have not had any problems reported with it since.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated a gas loss and vacuum alarm. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and there was no adverse event reported.